Event description:
The patient called to report that they are not feeling well and that their pacemaker is "acting funny". Follow-up was conducted to clarify what was meant by their pacemaker "acting funny" and from the information obtained it was reported that the patient had not contacted the physician or had been seen about this issue, as the last time the patient was seen at the clinic was in (B)(6) 2011 for a routine follow-up. It was also noted that there was no other reported information in the patient's charts and therefore follow-up was not able to clarify the patient's allegation of the pacemaker "acting funny". The device has been removed and replaced due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.